Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine disk was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system was not recognizing the cine disk, which would prevent the cine function from operation. There is no report of injury or death associated with this event.